Event description:
Potential for injury associated with the wheel bearings on an unknown manual wheelchair making a grinding noise. Wheel bearing issues compromise the weight-bearing status of the casters, creating the potential for the wheel to fall off and a falling injury to the user.